Event description:
Caller states the pt tested 3.1 inr on the coaguchek s sys and 1.8 inr on a comparison lab. Medication was unchanged based on lab result. No adverse event reported. Requested return of suspect sys and replacement was sent.